Manufacturer narrative:
(B)(4). Date sent: 11/30/2021. Additional information received: the correct product code for this complaint is lxmc16.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2021. Additional information was requested, and the following was obtained: we received 14 bead linx for this complaint. However, in the complaint file the complaint is against a lxmc16 (size 16 bead).with a lot number of 9180. Can you please confirm the correct product code for this complaint? If the product code is lxmc16 for this complaint then what complaint number does the size 14 bead belong to? Answer = the documentation I received from the explanting physician states the device was size 16 bead. I assume that they returned the wrong device in the return kit. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: we will need to know which product complaint number the 14 bead belongs to then. If there is anyway you could track that down and let us know, we would appreciate that.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Investigation summary: the visual analysis found that the returned device had an exposed weld ball paired with the male bead case of the adjacent bead. The affected male bead case through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The male bead case through-hole was slightly non-concentric with small amount of material displacement at the outer edge of the through-hole. The exposed weld ball diameter was found to meet specifications. It is presumed that a certain geometric combination of the weld ball and the male bead case through-hole resulted in the device separation in vivo. Link length and tensile force were found to meet the applicable specifications during device analysis. A manufacturing record evaluation was performed for the finished device batch number 9180, and no related non-conformances were identified. Lot 9180 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Unknown. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6) 2021. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? Unknown. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Discontinuous linx was an incidental finding. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Explant date was (B)(6) 2021. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? N/a. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a linx implanted (B)(6) 2016. Device was explanted (B)(6) 2021 after a barium swallow test done on (B)(6). Device was found to be broken.